Manufacturer narrative:
Date of event: date of event was approximated to (B)(6) 2009, implant date, as no event date was reported. This event was reported by the patient's legal representation. The implant and explant surgeon is: dr. (B)(6). (B)(6) hospital. The following imdrf patient codes capture the reportable event of: e2330 - strangury, e1309 - strangury, e2328 - bladder outlet obstruction. The following imdrf impact code capture the reportable event of: f1905 - capture the reportable event of patient had to undergo revision surgery to address the reported complications.

Event description:
It was reported to boston scientific corporation that an advantage system device was implanted into the patient during an anterior colporrhaphy, tension-free vaginal tape insertion and cystoscopy procedures performed on (B)(6) 2009. The patient then underwent a hysteroscopy, cystoscopy, and division of tape on (B)(6) 2020. Cystoscopy revealed mild to moderate trabeculation consistent with bladder outlet obstruction. There is no indication of mesh exposure. During the operation, the following was observed: vaginal sling at mid-urethra was incised. The tape was cut completely. Skin was closed with 2.0 vicryl rapide. During hysteroscopy, a normal uterine cavity, and atrophic cervix and endometrium were observed. It was reported that the patient experienced immediate relief from strangury after the division of the tape.